Manufacturer narrative:
The product and data logs were not returned for investigation. The cause of saturated pump flow issue was not determined due to product/logs not being returned for investigation. The cause of low pump flow issue was not determined due to product/logs not being returned for investigation. The cause of suction issue was not determined due to product/logs not being returned for investigation. The device passed all post sterile inspection checks.

Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced aspiration alarms and pump in aorta alarms. Pump flow stopped and a thrombus was identified at the pump inflow,